Manufacturer narrative:
MFR received date: 19sep2019. Multiple unsuccessful attempts were made to gather resolution. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09//2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported low leak rebreathing risk. There was patient involvement, but no one was harmed.